Manufacturer narrative:
General information: we received a complaint about a broken pair of scissors. The pair of scissors are available for investigation decontaminated. Consequences for the patient: according to the available information, there were no negative consequences for the patient. Investigation: vigilance investigator carried out the pictorial documentation visually and microscopically. Signs of an overload situation can be found at the inner side of the blades , most likely caused by leverage or torsion during application. Batch history review: the device quality and manufacturing history records will be checked for the lot number 4507712927 from the quality coordinator of the production plant. The results of the review will be documented in pc (B)(4). If the review shows any conspicuities, the report will be updated and actions will be initiated. One similar incident has been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably usage related. Rationale: according to the quality standard, a material defect and production error can be excluded. Due to the signs of overload at the inner side of the blades, the breakage of the carbide inlay was most likely caused by leverage or torsion during application corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product tc strabismus scissor. Specifically, it was reported that on the attempt to remove rheumatic nodules, the tip of the scissor broke off. This was only the second time the product was in use. There was no patient harm reported. Additional information has been requested but not yet received as of the date of this report. (B)(4).